Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The device data was downloaded after being connected to an external power supply. No alarms were observed in the data. Timeouts and a drive stall were observed. The device completed first prime at 45 pulses, and it was deactivated at 55 pulses. The drive mechanism stalled during second prime. The device was reset and rerun. During first prime of the rerun, the device ran into an 0x5c alarm, timeouts, and a drive stall. The pcb was removed from the device, and the batteries were inspected. Corrosion was observed on all three batteries and on the two battery clips. There was a large amount of corrosion, so a leak test was performed on the device, but no leaks were observed. The cause of the corrosion could not be determined. The corrosion on the top battery would cause intermittent electrical discontinuity, resulting in the cannula's inability to deploy.